Event description:
The customer reported a system message displayed while setting up for the second case. The cassette was switched out and the system was rebooted. The system was switched out to proceed with the case. There was a delay in starting the second case. No pt involvement was reported.

Manufacturer narrative:
The company service rep examined the system and found system messages in the event log. The company service rep could not duplicate the system messages. The fluidics pcb and the cassette ID pcb were replaced as a diagnostic measure. The system was then tested and met all product specifications. The parts were received and no obvious visual non-conformances were found. The returned cassette ID pcb and fluidics controller pcb were tested. No system messages or other abnormalities occurred at start-up. Additional testing was performed and both parts passed all testing. The investigation was unable to replicate the system message reported. The returned cassette ID pcb and fluidics controller pcb passed all functional testing. The root cause of the reported event is unk at this time. A review of complaints for this system for the last 24 months did not indicate any additional complaints. (B)(4).